Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from an unspecified location. This was observed while preparing parenteral nutrition in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between 07/01/2023 and 07/03/2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed on the returned sample, and the reported leakage was not easily identified. Functional testing was performed, and no leaks occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.